Manufacturer narrative:
The product has been received and is currently being analyzed. When testing is complete this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The helix mechanism was extended and unable to be retracted, most likely due to dried body fluid in the mechanism. Resistance and pressure tests were completed to assess the lead's electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reveal any abnormalities which would have contributed to the reported loss of capture as the lead tested electrically continuous.

Event description:
Boston scientific received information that this right ventricular lead displayed loss of capture and a reduction in sensing. One month post implant, the lead was explanted and replaced. There was no report of adverse patient effects due to the loss of capture or the explant procedure.